Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's drg system stimulation would decrease without prompting. Troubleshooting performed confirmed the patient's drg system would not adjust the stimulation. The patient stated they had experienced some minor falls. Consequently, the patient's drg system lead was replaced, and effective stimulation therapy was established postoperatively.